Event description:
It was reported that the patient called to report "I got a new phone and since getting the phone I have had two episodes of ventricular tachycardia (vt) and have been shocked. I was seen in the emergency room (ER). I am wondering if the new phone is causing my vt." Patient also states "I never had a problem with my device until this past april when the battery was changed". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 implantable pacing lead, implanted: (B)(6) 2008; 407652 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).